Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular lead exhibited oversensing noise resulting in pacing inhibition which caused patient to feel instant tired. Programming changes on the sensitivity was performed; the rv lead was then capped and replaced on (B)(6) 2025. The patient was in stable condition.